Manufacturer narrative:
Event date is on an unknown date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.